Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insolation detached. The surgery was completed successfully. No injury to patient or third party reported. Damage was maybe caused due to indertion of the device in a port.

Manufacturer narrative:
Investigation / root cause and conclusion: the case involves three items (33300, 30160g1 and 30160l1 ) of which 33300 is the leading an causal device as the insulation is damaged on this part. The other devices show normal signs of use but no damage. No defect could be detected on 30160l1and 30160g1. The insulation on the distal end of article 33300 is heavily abraded. On article 30160g1 it could be determined that there is no adhesive connection between the shaft and the bell as it is intended, so the shaft is movable or can be turned out of the bell. As a result, the length and position of the article may no longer be correct, which can lead to the interaction of the remaining components being affected. In addition, article 33300 was found to have been manufactured in 2016, which corresponds to 7 years. During this time, the life cycle of the article / insulation may have been severely impaired by the frequent reprocessing. The IFU refers to this in chapter 7.8. In addition, during investigation, it was noticed that a complaint was made by the same customer 8 days later with the same problem after an operation with the same instruments but different manufacturing data. It is therefore likely that this is user fault due to non-compliance with the IFU as the other complaint is about the 33300 lot ru40 (april 2015) and 30160g1 lot tq03 (june 2019) according to the fasten data. Due to the quite high age and the loosened connection, the components probably no longer matched each other and caused a scrape, which caused the insulation to become loose or scraped away with its quite high age. The IFU (97000025_v4.2- 02/2020) points out that the device should always be checked before each use and overlading should be avoided to avoid injuries. The event is filed under internal karl storz complaint ID: (B)(4).